Event description:
Boston scientific received information that upon arrival at a hospital, the field representative was notified of a right ventricular lead revision due to a lead issue that the clinic had been tracking. The field representative stated that this was the first time he was aware of any issues with the lead. Upon interrogation the field representative noted that the threshold measurements were 1.1 volts at 0.4 ms at implant and now 3.4 volts at 0.4 ms and that the output had been programmed to 6.5 volts at 0.5 ms. The rv lead impedance measurement was at 400 ohms one year ago and was now at 900 ohms. The daily measurements did show the impedance measurement with a gradual rise to 970 ohms. Sensing was good and stable and the patient has sinus brady indication with an av delay of 250 ms and paces 97% in the ventricle and 66% in the atrium. During the revision procedure the rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.